Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performances tests and found that the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed that the distal end of the main tube has various deep scratches on one side of the tube. There is material removed as a result of scratches. The scratches are not parallel to tube axis. Based on the location and appearance, the scratches were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the endowrist prograsp forceps instrument does not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.